Event description:
The customer reported that a filament error displayed during a case. The problem occurred with a patient on the table. The system worked after a reboot.

Manufacturer narrative:
The ge service rep replaced the filament driver and backplane pcb. The system operates as intended. Filament driver.